Manufacturer narrative:
According to available information, this device remains implanted and in service. A lead revision may be performed in the near future. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, this device with non-boston scientific right ventricular lead revealed noise causing oversensing lasting one to two beats, however there was no asystole greater than two seconds. The patient with this device has an intrinsic heart rate of approximately ninety beats per minute. Non-sustained tachycardia episodes were revealed on the electrogram. Non-physiological signals were recognized. Lead measurements were within normal limits. Isometrics revealed no issues. Noise was present on the right ventricular and shock channels. Shock impedance measurements appeared unstable, however were not reported out of normal measurement. An internal technical service consultant was contacted and reviewed the data. There was concern that the lead/header connection may not be optimal as the lead integrity appeared normal. In addition, a review of the episodes coincided with the variable impedance measurements. No further patient symptoms were reported.